Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2020, 4383 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of leiomyoma nos, adenomyosis, nodule and bleeding on (B)(6) 2021. Concurrent conditions were listed as uterine fibroids, menorrhagia and pelvic pain since (B)(6) 2021. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, 4811 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: date discrepancy noted in drug removal date. Updated to 04/03/2021. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: pelvic pain, irregular bleeding, history of essure placement. (Essure device in the uterus, not seen on visual exam. Gross examination: the specimen consists of a hysterectomy including a uterus with attached cervix and attached right fallopian tube with fimbriae with the separately received left fallopian tube with fimbriae. The myometrium exhibits multiple white-tan whorled slightly firm nodules ranging in size from 1.0 x 0.5 x 0.6 cm to 2.0 x 1.5x 1.7 cm. Both of the proximal fallopian tubes exhibit metallic essure coils that extend into the cornu measuring 4.5 x 0.3 cm on the right side and 3.0 x 0.3 cm on the left side. The fallopian tubes with fimbria measure 6.0 cm in length by 0.7 cm in diameter and 5.0 cm in length by 0.5 cm in diameter. The serosa of both fallopian tubes are dusky purple-tan and intact. The fallopian tubes are serially sectioned to reveal white-tan to pink cut surfaces with a pinpoint lumen. Diagnosis: uterus, cervix, bilateral fallopian tubes, total hysterectomy with bilateral salpingectomy: cervix with no specific pathologic changes. Benign secretory endometrium. Adenomyosis. Leiomyomata. Bilateral fallopian tubes with essure devices and no specific microscopic abnormalities. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: reporter information,patient information,medical history,lab data,drug removal data,event onset date,indication,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for permanent contraceptive tubal implant. The patient had a medical history of leiomyoma nos, adenomyosis, uterine mass and bleeding on (B)(6) 2021. Concurrent conditions were listed as uterine fibroids, menorrhagia and pelvic pain since (B)(6) 2021. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, 4811 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: date discrepancy noted in drug removal date.updated to 04/03/2021. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: pelvic pain, irregular bleeding, history of essure placement. (Essure device in the uterus, not seen on visual exam gross examination: the specimen consists of a hysterectomy including a uterus with attached cervix and attached right fallopian tube with fimbriae with the separately received left fallopian tube with fimbriae. The myometrium exhibits multiple white-tan whorled slightly firm nodules ranging in size from 1.0 x 0.5 x 0.6 cm to 2.0 x 1.5x 1.7 cm. Both of the proximal fallopian tubes exhibit metallic essure coils that extend into the cornu measuring 4.5 x 0.3 cm on the right side and 3.0 x 0.3 cm on the left side. The fallopian tubes with fimbria measure 6.0 cm in length by 0.7 cm in diameter and 5.0 cm in length by 0.5 cm in diameter. The serosa of both fallopian tubes are dusky purple-tan and intact. The fallopian tubes are serially sectioned to reveal white-tan to pink cut surfaces with a pinpoint lumen. Diagnosis: uterus, cervix, bilateral fallopian tubes, total hysterectomy with bilateral salpingectomy: cervix with no specific pathologic changes. Benign secretory endometrium. Adenomyosis. Leiomyomata. Bilateral fallopian tubes with essure devices and no specific microscopic abnormalities. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2020, 4383 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.